Event description:
It was reported that during another lead revision, the physician commented that this lead also had to be repositioned because they could not get capture at high output. The physician commented that this kind of problem was not seen with other manufacturer leads. No additional adverse patient effects were reported. Evidence suggests the product remains in service. Additional information was requested and was not available. If additional information is received, this report will be updated.